Event description:
It has been reported that the provisional is fractured.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device was returned for visual inspection. The device was fractured into two pieces with a clean fracture along the lateral edge of the central post. The device also exhibits evidence of heavy wear from use along the outer edges. The device has been in the field for approximately 3 years and 2 months and was used an unknown number of times. The receiving inspection reports were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. This particular device is listed in the aggregate tasp scope list associated with an internal investigation. This device was manufactured before the design modification and was part of the re-design scope. A redesign of the product was initiated on a rolling basis in order to reduce the frequency of device fracture near the central post. Therefore, it believed that the root cause of the device fracture is tied to the design change.